Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the vns lead and generator was completed. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The majority of the lead body was not returned. No obvious anomalies were noted. The resistance measurements taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis in the pa lab concluded proper functionality of the pulse generator, and that no abnormal performance or any other type of adverse condition was found. An implant card was also received to the manufacturer indicating the lead and generator were replaced due to a lead discontinuity and battery depletion.

Event description:
Reporter indicated a patient was to have vns generator and lead replacement due to an unknown reason. It was later learned the reason for the replacement was due to high lead impedance and vns stimulation not perceived. Follow up with the reporter revealed the high lead impedance was first observed on (B)(6) 2013 with systems diagnostics testing, and diagnostics were last within normal limits on (B)(6) 2012. The patient had no trauma and does not manipulate the vns. X-rays were performed which did not show a lead break per the reporter. The vns was not disabled, but the reporter was made aware of the manufacturer¿s recommendation to do so when high impedance is noted. The patient stopped feeling vns stimulation on approximately (B)(6) 2013, and this is attributed to the high lead impedance. The patient later had vns generator and lead replacement surgery performed on (B)(6) 2013 due to reported battery depletion and lead fracture. The explanted vns generator and lead were returned to the manufacturer on (B)(6) 2013 and are pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.